Manufacturer narrative:
(B)(4). Insulation and conductor damage was found at 24-25.7cm from the connector pin consistent with clavicular crush damage. All lumens were found to be breached and damage due to clavicle crush force was noted on the etfe coating of svc, sensing and pacing cables. The ptfe tubing was found to be damage due to clavicle crush force exposing the inner coil. This is consistent with the observation from the field of oversensing. (B)(4).

Event description:
It was reported that during follow up, episodes of oversensing was seen. During lead revision, insulation damage was observed so the lead was replaced. Patient was in good condition.